Event description:
Cane tip sold as quad pod totally failed. Wife requires 2 canes for mobility. First failure was replaced by company. Now a second one has failed. This can cause the user loss of support, stability resulting in a fall. Cane tip sold as quad pod. Retailer: (B)(6). Purchase date: (B)(6) 2016. I still have the product in my possession: no. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the manufacturer: yes. Explanation: they replaced, now a second one has failed. I have photos on ipad does not support flash as you require. Document number: (B)(4). Report number: (B)(4).